Event description:
It was reported that surgical intervention was performed to explant this right ventricular (rv) lead six weeks after implant for dislodgement. Same model of lead was used for a replacement and no erroneous measurements were noted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.